Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 25 mg/dl, 35 mg/dl (aviva) and 110 mg/dl (advantage). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
This medwatch is for the advantage system. (B)(6).